Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient; a single solution bag was disconnected and replaced during therapy. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
During assistance with ending therapy on the home choice (hc), occurring during use, during dwell, it was revealed the patient reused the same supplies. The home patient (hp) stated they added a new bag to one of the supply lines after the bag had disconnected. The home patient (hp) requested assistance with ending therapy and starting over. This writer contacted the home patient (hp) for a follow up regarding reported problem. The hp stated they did start over and everything went fine. The hp stated that they did discuss with their registered nurse (rn) regarding the situation. The hp stated after the discussion they believed that the hp just did not tighten the connections well enough. They reviewed the use of supplies. The hp stated that therapy overall has been going fine. They do not recall the lot number nor do they have any samples available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.